Event description:
It was reported that during a pulsed field ablation procedure, electrodes six, seven, eight, and nine displayed continuous noise on the electrogram and were unable to deliver therapy. Further use with the catheter led to the generator displaying a catheter electrode warning. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012630481 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. Slide function was stuck and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed and connected to the pulseselect generator via a test cic. However, an error #2000 occurred, related to catheter electrical current. Hipot testing confirmed the integrity of the electrode wires insulation. However, electrical continuity testing revealed an open loop at electrodes 1,2,7 and 8. X-ray imaging revealed entangled electrode wires within the shaft region. Further dissection of the shaft showed insulation damage to the electrode wires and excessive blood present on the returned catheter's electrode wires. In conclusion, the loop catheter failed the returned product inspection due to the entangled wires and damaged insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.